Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's previously administered products included for an unreported indication: oral contraceptive. Concomitant products included lorazepam and sertraline. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/extremely heavy periods"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), thrombosis ("blood or heart disorder/condition type: blood clots"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems type: brain fog"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced tooth loss ("dental problems/teeth are very weak. I have had a few teeth fall out"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced amenorrhoea ("hormonal changes describe: amenorrhea") and mood swings ("mood swings"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, amenorrhoea, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, thrombosis, nausea, feeling abnormal, tooth loss, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal distension, alopecia and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, alopecia, amenorrhoea, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, thrombosis, tooth loss, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: pif received- case was upgraded from non-serious incident to serious incident was updated. Event pelvic pain was upgraded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.